Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose events. The customer stated that the her blood glucose level was in the 300 mg/dl to in the 400's mg/dl. Customer stated tht blood glucose reading was at 399 mg/dl the day prior to call and treated with manual injection. Customer's blood glucose reading went down to 295 mg/dl then back to 359 mg/dl. Customer woke up this morning with a blood glucose reading of 305 mg/dl after she changed her insertion site. Customer stated that blood glucose went up to 405 mg/dl and treated with manual injection after she determined that the reservoir was leaking. Customer reported that the reservoir was removed from the insulin pump and the insulin spilled out. The insulin leak was past both o-rings. Customer also reported to have received a motor error alarm. The drive support cap appeared normal and unable to complete the rewind process. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump and reservoir is being replaced and is expected to return for analysis.